Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion and insulin delivery was resumed. Customer¿s blood glucose level was over 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.